Event description:
It was reported that the right ventricular lead failed to deliver shock and exhibited possible intermittent undersensing. Pre-arrhythmia detection during true ventricular arrhythmia. No additional information was reported.